Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and heavily tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the right coronary artery with heavy calcification and heavy tortuosity. The trek balloon dilatation catheter (bdc) leaked contrast during the procedure due to the high calcification of the lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another trek bdc was used to complete the procedure. No additional information was provided.